Event description:
The customer reported that the insulin pump was submerged into the water and had a blank screen. The blood glucose reading at time of the call was 200mg/dl. Troubleshooting was performed and suggested the customer rest the device for two hours and call back if the display is still blank. The customer called back to report that the device continued having a blank screen. Advised customer to revert to back up plan per doctor's instructions. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank screen as a result of a corroded electronic assembly.